Event description:
As reported by the user facility (translation (B)(6)): fast flow. Three pumps infused in 14 hrs instead of 24 hours, whether on central intravenous approach or on access port. Drug: fortum. Three pumps concerned. Pump in an insulated bag. Pt little covered. Pump does not show a deterioration.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.